Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was not confirmed. The device was tested and passed the functional testing and the output powers are within specifications. No distinguishable abnormalities were found on the device other than minor scratches on the housing. The root cause to the reported issue is unknown. The device passed all required functional testing and no issues or abnormalities were found.

Event description:
It was reported that during an unknown procedure, the user tried different handpieces and keeps getting error message. There were no further details provided regarding the event. No patient harm or impact was reported. No user harm or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The olympus service team received a mdcons100 for the reported issue of getting an error message with many different handpieces. Visual inspection was performed on the device and no abnormalities were observed, aside from scratches typical of wear and tear. Functional testing was performed and device passed all functional testing with updated software/hardware. The root cause could not be determined as reported issue was not duplicated. Additionally, per DHR and functional checklist, it is likely that the device was shipped free from damages. This suggest that damages incurred may have been as a result of transportation or use. Olympus will continue to monitor complaints for this device.